Event description:
Report from the us stating the device had a "a damaged cord." It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: (B)(4).